Event description:
The device was returned for repair. Follow-up information received stated that while doing an inspection, it was noticed there were stress cracks around the patient connector. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the upper and lower case, two side bail covers, ring cover, and battery drawer broken. The battery release, heart block, lead flex cover, and release spring were contaminated. Two side bails and the ring were missing.